Event description:
The customer reported an erroneously depressed creatinine (cre2) patient sample result obtained on a dimension vista 500 system. The sample was reprocessed on an alternate dimension vista 500 system and the result was comparable to the initial depressed result. The erroneous result was reported to the physician(s) and questioned. A stat sample was tested (method unknown) and the result matched the patient¿s historical results. A redraw sample was obtained and processed on the alternate dimension vista 500 system. The higher result was obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine (cre2) results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed creatinine (cre2) patient sample result obtained on a dimension® vista 500 system. The quality control (qc) was in range. The customer spoke to the phlebotomy department and found that the phlebotomist did not properly flush the port prior to collecting the patient sample. Therefore, the sample was diluted due to improper collection technique. The probable cause of this issue is consistent with pre-analytical sample handling issues. A potential product issue was not identified. The device is performing within specifications.